Event description:
Baxter (B)(4) received a report that an infusor leaked before patient connection. The contents of the device are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4).additional narrative:the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 40 ml of fluid in the reservoir. A yellow cap (instead of the infusor's blue winged luer cap) was used to fasten/close the infusor's luer. The reported condition of a leak was not confirmed. A leak test was performed by filling the infusor with red-colored water. After fill and prime, the yellow cap was securely fastened on the luer. After a 24-hour period of monitoring, no signs of leakage were noted on any part of the infusor device. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.